Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that they are not getting pain relief since they got the implant. Patient stated the therapy worked fine for 2-3 weeks and then it started being less effective so they started turning the intensity up to where he was feeling tingling and it wasn't managing the pain. Patient stated they started changing the group and programs. Patient stated they noticed when they go into any group and turn off the one program or all the programs, all the groups are turned off. Agent asked patient if they met with a manufacturer representative (rep) for reprogramming and patient said they contacted the local representative a couple weeks ago and the representative told them to try different groups and programs and see if they can find one that works for them and they did that and it didn't make any difference. Agent consulted with technical services (tss) and reviewed group / programs and a patient can only be on one group at a time. Agent recommend patient consult with their healthcare provider (hcp) ofc for next step. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.